Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (47 mg/dl). Reportedly, the customer entered in an incorrect blood glucose level and incorrect amount of carbohydrates when delivering a bolus. Subsequently, a larger than intended bolus was delivered. Customer was treated with a glucose and glucagon injection, and released from the ER 3 hours later.